Event description:
The customer reported the power button on the video system center was not working. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported event was confirmed. The switch was an old version power switch and was stuck in the off position. In addition, service found moisture invasion on the front panel and the bottom chassis was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before procedure. A replacement tower was used to complete the procedure. The device was inspected immediately after malfunction was identified. The power button was depressed, but unable to keep the unit on without firmly holding down the power button.